Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient required a chest tube and hospitalization after an ion system procedure.

Event description:
It was reported that on (B)(6) 2022, after an endoluminal lung biopsy, a patient allegedly experienced a small pneumothorax. During the procedure the physician biopsied a lesion very close to the pleura, located in the left upper lobe, which created a higher risk for the pneumothorax. The physician used a 21g needle, forceps, and a brush. It was stated by the physician that he does not believe the issue was caused by any ion system malfunction. The patient underwent a chest tube placement later that day. The patient was scheduled for discharge on (B)(6) 2022. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. Corrected data can be found in field b4.